Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited low shocking impedance. Clavicle/first rib entrapment is suspected. The physician elected to cap and surgically abandon the lead, and implanted a similar defibrillation lead without reported complication. While the pocket was opened, the physician elected to explant this implantable cardioverter defibrillator (ICD) due to the recent field advisory for this model device. To date, there have been no reported patient symptoms associated with this clinical observation.